Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient's doctor that implanted also did her removal last week (approximately in (B)(6) -2016), he stopped implanting essure 2 years ago. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.